Manufacturer narrative:
(B)(4). If the physician still feels like it is "defective" then it can be changed out. The rn thanked the css for the call and stated having to go assist. The rn stated that they would try a manual inflation first and if they needed further assistance the rn would be calling back. The css will call back to follow up on this as well. On 2345 mdt the css called back to follow up and spoke with another rn. This rn stated that they did replace the iab with another 40 cc. The pumping is working great now with no issues using the a2w. The rn stated that the original iab appeared very unusual at the tip and that they are going to save it for return. The rn thanked the css for the follow up. There was no report of patient death, complications or injury. No medical/surgical intervention was required. It was stated that there was no delay or interruption in therapy however; there was the time it took to remove and insert another iab. The patient outcome is stable. Additional information received on 10/15/2012 stated the first iab and sheath were removed together as one unit successfully. The second iab was inserted via the same insertion site via a sheath. The delay or interruption of therapy did not cause harm to the patient. The patient was transferred to the intensive care unit. Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that call was placed from the rn, cath lab to the clinical support specialist (css) t 2312 mdt for help troubleshooting high pressure alarms. The rn stated that immediately after insertion of the intra-aortic balloon (iab) through the sheath via femoral successfully and upon start up the pump was giving high pressure alarms. They tried pumping with both the autocat2 wave and the autocat. The css asked the rn what size iab they had placed and the size of the patient. The rn stated that the patient is 5'5" and a 40 cc iab was placed. The css and rn discussed the things that can cause this. There is no kinking in the tubing and the angle of insertions is not steep. Sizing is appropriate and the rn stated that on fluoroscopy it appears that the iab is fully inflating. The css told the rn that it is possible that the iab might be just a little big. Then the physician got on and stated that the iab is defective, because it looks like the iab is not inflating at the tip. The physician is intending to switch the iab out for another and then the physician handed the phone back to the rn. The css recommended to the rn that if the iab is not fully unwrapped they should try a manual inflation with a syringe before changing out the iab.

Manufacturer narrative:
Device evaluation: the iab was not returned. A comprehensive evaluation could not be conducted. A device history record review was conducted for the lot number/serial number with no relevant finding. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "the physician got on and stated that the iab is defective, because it looks like the iab is not inflating at the tip" could not be confirmed. The iab was not returned for evaluation. The potential cause of this issue could not be determined without a sample.

Event description:
It was reported that a call was placed from the rn, cath lab to the clinical support specialist (css) at 2312 mot for help trouble shooting high pressure alarms. The rn stated that immediately after insertion of the intra-aortic balloon (iab) through the sheath via femoral successfully and upon start up the pump was giving high pressure alarms. They tried pumping with both the autocat2 wave and the autocat. The css asked the rn what size iab they had placed and the size of the patient. The rn stated that the patient is 5'5" and a 40 cc iab was placed. The css and rn discussed the things that can cause this. There is no kinking in the tubing and the angle of insertions is not steep sizing is appropriate and the rn stated that on fluoroscopy it appears that the iab is fully inflating. The css told the rn that it is possible that the iab might be just a little big. Then the physician got on and stated that the iab is defective, because it looks like the iab is not inflating at the tip. The physician is intending to switch the iab out for another and then the physician handed the phone back to the rn. The css recommended to the rn that if the iab is not fully unwrapped they should try a manual inflation with a syringe before changing out the iab. If the physician still feels like it is "defective" then it can be change out. The rn thanked the css for the call and stated having to go assist. The rn stated that they would try a manual inflation first and if they needed further assistance the rn would be calling back. The css will call back to follow up on this as well. On 2345 mdt the css called back to follow up and spoke with another rn this rn stated that they did replace the iab with another 40 cc. The pumping is working great now with no issues using the a2w the rn stated that the original iab appeared very unusual at the tip and that they are going to save it for return. The rn thanked the css for the follow up. There was no report of patient death, complications or injury. No medical / surgical intervention was required. It was stated that there was no delay or interruption in therapy however, there was the time it took to remove and insert another iab. The patient outcome is stable additional information received on 150ct2012 stated the first iab and sheath were removed together as one unit successfully. The second iab was inserted via the same insertion site via a sheath. The delay or interruption of therapy did not cause harm to the patient. The patient was transferred to the intensive care unit.